Event description:
(B)(6) (dob: (B)(6) 1961). (B)(6) 2024-diagnosis: difficulty breathing, left mass on neck (referred to ent), anemia, hypertension, atypical nodules chest. (B)(6) 2024-saw ent - schedule petscan left neck mass and nodules in chest. (B)(6) 2024-f/u: diagnosis: left neck mass, copd, hypertension. Diagnosis: difficulty breathing, left mass on neck (referred to ent), anemia, hypertension, atypical nodules chest. Port placement for chemo. Ref. Chemo - (B)(6). Radiation - (B)(6) 1 time a week for 7 weeks. Radiation - daily x 7 week success the home health nurse, visit home 1-2 times a week. Social worker 4-6 weeks/as needed. Nutritional prn: food g-tube, weight dose, calories, hydration/vitamin therapy. Occupational/physical/speech therapy, 1-2 times per week. (B)(6) 2024- petscan - staging evaluation requested. Diagnosis: squamous cell carcinoma: throat/neck/"tongueýiagnosis": follow biopsy: hpv cancer left side of neck squamous cell carcinoma throat and tongue. (B)(6) 2024- (B)(6) emergency room - kidney infection. (B)(6) 2024- surgery (B)(6). (B)(6) 2024-discharge. (B)(6) 2024- (B)(6): difficulty breathing and swallowing. (B)(6) 2024-placement of g-tube. (B)(6) 2024-discharge following g-tube placement. (B)(6)-complications g-tube (B)(6). Dislodged/blocked or loose - replace by (B)(6) hospital. Story: hydrocephalis as child. Remove left mass neck, of tongue left back tonsils/adenoids. Patient started chemo/radiation causing huge breathing and swallowing problems. Pt. Never told to not use fixadent or dentures while doing radiation. (Illegible) fixed with them on radiation caused: asphyxiation, pneumonia, weight loss, difficulty swallowing. Complication on going still. (B)(6) 2024-port placement for chemo. (B)(6) 2024- ref. Chemo - (B)(6) radiation - (B)(6) chemo 1 time a week for 7 weeks. Radiation - daily x 7 week access the home health nurse, visit home 1-2 times a week. Social worker 4-6 weeks/as needed. Nutritional prn: food g-tube, weight dose, calories, hydration/vitamin therapy. Occupational/physical/speech therapy, 1-2 times per week. Surgery caused some of these symptoms: headaches, pain (severe), left neck, throat, tongue difficulty swallowing, severe productive coughing, nausea, fatigue, shortness of breath. G-tube feeding 3 times a day, coughing spasms, 24-hour day nursing care, oxygen, trying to get housing, navigation and enhanced care management. (Illegible) "appled" provider (illegible) and access help with social problems, housing and food. Almost lost him several times. Hospital/nasal feeding/oxygen/respiratory therapy/nebulizer treatment 3-4 times a day, nausea, vomiting, fatigue, fever, oxygen levels decreased - could not breath and swallow, cannot even swallow water. Ihss applied (B)(6) 2024, still pending. Asphyxiation pneumonia, cannot swallow, x3 g-tube. Pt codes: 2011, 4052, 2607,1994, 1970, 1816, 4457, 1706, 1908, 2237, 1849, 2144, 3262. Device code: 2923. Reference report mw5175957.